Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
It was reported the product was sealed in the outline of the primary package. No photos were provided. It was further reported that the product had been discarded.